Event description:
It was reported to boston scientific corporation that a resolution clip device was to be used for hemostasis during a procedure within the duodenum, performed on (B)(6) 2013. According to the complainant, after advancing the device to the duodenal ulcer, the clip was opened, and then locked closed and deployed without issue; however, when the nurse opened her hand to complete the deployment process, the clip assembly failed to separate from the delivery catheter. At this point, the user "cut the wire with a wire cutter", and then removed the scope and remainder of the clipping device from the patient. Reportedly, during withdrawal, the clip assembly detached into the patient. The procedure was then completed with another resolution clip device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being fine.

Manufacturer narrative:
(B)(4) for the reported issue of clip won't detach the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was to be used for hemostasis during a procedure within the duodenum, performed on (B)(4) 2013. According to the complainant, after advancing the device to the duodenal ulcer, the clip was opened, and then locked closed and deployed without issue; however, when the nurse opened her hand to complete the deployment process, the clip assembly failed to separate from the delivery catheter. At this point, the user "cut the wire with a wire cutter" and then removed the scope and remainder of the clipping device from the patient. Reportedly, during withdrawal, the clip assembly detached into the patient. The procedure was then completed with another resolution clip device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being fine.

Manufacturer narrative:
Visual examination noted that the clip assembly was mashed onto the bushing. There was a kink in the control wire and the coil. The handle was cut from the device. Functional analysis revealed that the clip assembly could not be deployed and the prongs could not be opened or closed. The prongs were not locked into the capsule. The investigation found that the clip could not be released from the catheter due to the clip being mashed onto the bushing. Based on the condition of the returned device, the reported failure was confirmed. It is likely that due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.